Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a head computed tomography (CT) scan performed on (B)(6) 2020. The head CT showed evidence of embolic stroke, revealing a right middle cerebral artery (mca) infarct with midline shift. The account stopped heparin. The patient had an upward gaze and was not following commands. The patient had a percutaneous endoscopic gastrostomy (peg) tube placed with eventual plans for a transfer to a long term acute care facility. Of note, the patient had a challenging operating room course with bleeding. Multiple products were given including cryoprecipitate to reverse activated clotting time. The patient had an embolic stroke. Bleeding had subsided as of (B)(6) 2020. The patient status was likely unrecoverable brain damage.